Manufacturer narrative:
Additional information: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "battery operation not available" error when the battery is installed on the pump. The pump was tested with a known good battery and the issue was isolated to this battery module, not the pump. There was no patient involvement. No additional information is available.